Manufacturer narrative:
H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed.

Event description:
It was reported that bd intima-ii y 20gax1.16in prn ec slm npvc leaked the following information was provided by the initial reporter: during the patient's CT examination, the indwelling needle ruptured, causing the medicine to leak, blood to flow out, and the patient's clothes got wet.

Event description:
No additional information provided.

Manufacturer narrative:
1. DHR/bhr review (lot#3234086): 1) this batch of products were assembled at intima ii auto line 4 in august 2023, and packaged at r240 package line in august 2023. Work order quantity was (B)(4) ea. 2) review the in-process test reports and outgoing test reports, and all test results meet the product specifications. 3) review the production records with no nonconformance, deviation or rework activities. 2. No actual samples and pictures have been received for the complaint. 3. Functional test (45psi leakage test) is conducted on the retained samples of the complained batch, no leakage is found, and no abnormality is found on the septums. Please see attachment for the test report. 4. The septum and the catheter hub are bonded by uv adhesive. After the adhesive is dried, the visual inspection system conducts 100% inspection, which will automatically identify and remove defective products. The visual inspection system is challenged with standard samples every day at 7:00, 19:00 and when changing product gauge to ensure the effectiveness of the inspection. 5. This product (sku 383062) has never been declared to be used for high-pressure injection. 6. No similar complaints have been received from other hospitals regarding this batch of products. Conclusion(s): no abnormality is found on process and retained sample, and no similar complaints have been received from other hospitals regarding this batch of products. As no actual sample is received and further analysis cannot be done, the root cause of the septum falling off cannot be determined, which may be related to the wrong use of the product.